Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 25mm amplatzer amulet left atrial appendage occluder was chosen for implant using an unknown delivery system. During procedure, the activated clotting levels were 325s and heparin was administered. The left atrial pressure was 22mmhg. The amulet was successfully implanted after 2 partial and one full recapture. According to echo technician, the patient had an effusion that was increasing in size prior to discharge for 3 consecutive days. The size of the effusion was 3.2mm and circumferential. On (B)(6) 2025, the patient returned with chest discomfort and a cardiac tamponade was also noted. A pericardiocentesis was performed. Approximately 800cc of fluid was removed from the patient. The patient was discharged without any issues. The physician believed the cause of effusion was amulet.

Event description:
N/a.

Manufacturer narrative:
An event of chest discomfort, and pericardial effusion post-procedure was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. Based on the information received, the cause of the reported incident could not be conclusively determined. It is possible procedural condition contributed the reported event; however, this cannot be confirmed. The reported chest discomfort and cardiac tamponade were result of pericardial effusion. The reported unexpected medical intervention was a result of case-specific circumstances as pericardiocentesis was performed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Additionally, the report was reviewed by abbott representative. "2 still images sent in. Neither of them was an image of the effusion. The first image shows the device implanted and released with the disc well below the pulmonary vein ridge." Please note that per the warnings section of instructions for use, arten600142796-f,"if the device is retracted while it is in the sheath, the device and the sheath must both be removed and replaced. Failure to replace both the device and the sheath may result in sheath and/or device malfunction."